Event description:
Pt self tester reported discrepant test results. Inratio inr 1.7 lab 17.1 (2 days later). On (B)(6) inr 1.7 nurse noticed bruising, requested lat test. On (B)(6) lab 17.1. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.